Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer over-tightened the connection part, causing it to be damaged. No patient injury was reported. It was reported that no further information is available.

Manufacturer narrative:
One device was received with its original packaging along an IV bag spike extension, in used condition and decontaminated. To verify the functionality of the returned unit, a leak test was performed based on manufacturing procedure. The unit passed the leak test and the reported failure mode, connector problem, was not confirmed. A device history record (DHR) review showed no reported discrepancies during the manufacturing of the reported lot number. No corrective actions at this time, as the fault was not confirmed. This failure will continue to be monitored to determine if new actions need to be taken.